Manufacturer narrative:
Concomitant medical products- model: 6996sq58, defib sub-q coil; implanted: (B)(6) 2012 model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a high amount of short interval counts (sic) and occasional undersensed ventricular beats noted on current electrograms (egm). It was noted that the patient is on a left ventricular assist device (lvad). Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.